Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure and found the clevis pin to be sticking out of it's position at the distal end of the instrument wrist. It was concluded that the distal clevis pin was not swaged properly. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. The customer reported complaint does not itself constitute an MDR reportable event; however, the dislodged distal clevis pin found during failure analysis investigation suggests that if the malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted surgical procedure, the customer reported that the little bar of the prograsp forceps instrument almost fell out of the instrument and into the patient. The instrument could not be removed from the trocar because of bar sticking out and therefore the instrument and trocar were removed together. There was no report of fragment(s) falling inside the patient, patient harm, adverse outcome or injury.